Manufacturer narrative:
No display anomaly, battery out limit alarm or reset error anomaly was noted. The insulin pump passed the self test, reset error test, displacement test and off no power test. The operating currents were within specification. The insulin pump had intermittent escape and act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was attempting to bolus and the numbers kept scrolling. She replaced the batter and the device alarmed battery out limit. Customer's blood glucose was 85 mg/dl. Customer didn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.